Event description:
It was reported that patient underwent a meniscal repair procedure on (B) (6) 2010. During the procedure, two meniscal repair devices were attempted for use and both failed to deploy the suture anchor. Another device was available to complete the procedure with no delay or injury to the patient.